Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had triggered a lead warning for high impedance; however, the trend was noted to be steady. There were no signs of oversensing and capture was noted to be consistent. The lead remains in use. No patient complications have been reported as a result of this event.